Event description:
The customer complained that the device did not advise a shock on a pt diagnosed in ventricular fibrillation. A backup ambulance subsequently arrived and administered a shock to the pt. The pt was not resuscitated.